Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d, implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead dislodged and failed to pace. This caused the patient to exhibit heart failure symptoms. The lv lead was explanted. While trying to place a new lv lead, there was a sudden drop in blood pressure and pericardial effusion was confirmed on echocardiogram. Cardiac tamponade also occurred from the perforation. Pericardiocentesis was performed and drainage was started. Sufficient drainage could not be achieved, so a lateral thoracotomy was performed. The lv lead was subsequently added. The physician noted that the cause of the perforation was during catheter manipulation with the delivery system. No further patient complications have been reported as a result of this event.